Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, g3, g6, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc (isi) received the sureform 60 stapler instrument (lot number: k12250702-0155) for failure analysis evaluation. The stapler instrument was installed and tested on an in-house system. It passed the recognition, engagement, clamping, and compression tests. The stapler instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly multiple times. The firing test was done two times in different positions and passed both times. A review of the customer system logs showed no failure messages for this stapler instrument. The stapler instrument was fully functional, and no product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse tested usm #3 and no problems were found. The fse tested the system and verified that it was ready for use. A review of the stapler log shows that the first stapler instrument installed was sureform 60 stapler instrument (lot #k12250702-0155). This stapler instrument was installed three times using a sureform 60 blue reload. The stapler instrument attempted 20 clamps across the three installs, and all clamps were aborted; meaning that the clamps were terminated by either system or user actions before the system could determine if the clamps were completed or incomplete. All unclamps following the aborted clamps were completed. There were no fires attempted by this instrument, since there were no completed clamps. The second stapler instrument installed was sureform 60 stapler instrument (lot #k12250702-0152). This stapler instrument was installed two times with sureform 60 blue reloads. On the first install, the instrument completed a clamp and then completed a firing. On the 2nd install, there were five clamps attempted, all of which were aborted. All unclamps following the aborted clamps were completed. The third stapler instrument installed was sureform 60 stapler instrument (lot #k12250702-0154). This stapler instrument was installed once using a sureform 60 blue reload. On the first install, there were nine clamps attempted, all of which were aborted. All unclamps following the aborted clamps were completed. There are no errors related to stapler instruments usage in the logs. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-49878 for MDR submission of the adverse event/malfunction related to sureform 60 stapler instrument, (lot #k12250702-0152) recognition issues, leading to conversion to laparoscopic surgery. Note: refer to MDR with MFR. Report #2955842-2025-49877 for MDR submission of the adverse event/malfunction related to sureform 60 stapler instrument (lot #k12250702-0154) recognition issues, leading to conversion to laparoscopic surgery.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, multiple sureform 60 stapler instruments with blue reloads were not recognized by the system, resulting in conversion to a laparoscopic approach and the placement of additional ports. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted after the first sureform 60 stapler instrument failed to be recognized when installed on universal surgical manipulator (usm) #3. A backup sureform 60 stapler instrument was obtained and successfully fired one blue stapler reload: however, the issue recurred. Manual selection of the stapler reload color on the surgeon side console (ssc) did not resolve the problem. The tse instructed staff to reseat the drape and attempt reinstallation, but the issue persisted. Swapping the stapler instrument to another usm was recommended but was not possible at that point in the procedure. The tse then suggested obtaining a third sureform 60 stapler instrument; the stapler reload was detected, but the stapler instrument would not successfully clamp tissue. No error messages were observed, and review of the error log was not possible as the system. Due to persistent issues with the robotic stapler instrument, the procedure was converted to laparoscopy, and additional ports were placed.